Manufacturer narrative:
Additional narrative: additional product code ove. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a c6-7 acdf procedure on (B)(6) 2020, the angled stardrive screwdriver was broken while attempting to remove the screw from zero-p. The procedure was successfully completed with the use of another screwdriver. There were no surgical delay and no patient consequence reported. Concomitant device reported: unknown zero-p screw (part # unknown, lot # unknown, quantity unknown). This complaint involves one (1) device. This report is for (1) angled stardrive screwdriver t8 with sleeve/self-retaining this is report 1 of 1 for (B)(4).